Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to her low blood glucose of 14mg/dl. The customer stated that she was connected while priming, which contributed to drop her glucose level. No further information was provided.